Event description:
An insurance company is making a subrogation claim under claim reference number (B)(4) and alleging that a humidifier was the cause of a fire that damaged its insured's property and received smoke inhalation during the event.